Event description:
It has been reported to company that the occlusion balloon failed to deflate when required during the procedure. The physician successfully removed the inflated occlusion balloon together with the guide catheter. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel twice. The physician attempted to deflate the occlusion balloon but it would not deflate. The physician attemtped again and still no success. The physician decided to remove the occlusion balloon while still inflated. The physician slowly removed the occlusion balloon and the guide catheter together successfully. The patient is reported to be fine.